Event description:
Part of the tampon left inside [foreign body in reproductive tract]. Tampon falling apart while in use [device breakage]. Case description: consumer reported via e-mail that tampon fell apart during use.

Event description:
Part of the tampon left inside [foreign body in reproductive tract]. Tampon falling apart while in use [device breakage]. Case description: consumer reported via e-mail that tampon fell apart during use.